Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left hip liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient had revision on a left hip due to chronic dislocation.